Event description:
Device issue: detachment of device component shaft. Time of device issue: during the procedure. Adverse event: required intervention. It was reported that a 300 cm luge guide wire was advanced to the lesion. A xience v stent was deployed in the mid lad lesion. An nc voyager balloon catheter was being used for post dilatation of the xience v stent. After post dilatation was completed, the balloon was pulled back and a picture of the vessel was taken. The vessel looked good and the luge guide wire and nc voyager balloon catheter were removed from the pt's anatomy. A final picture of the vessel was taken and a 10 cm long portion of the nc voyager was noted to have been left behind in the pt's coronary. Another guide wire and balloon catheter were used to capture the separated portion of the nc voyager and it was removed from the pt. It was done by placing the balloon over the separated portion of the nc voyager and dragging it back into the guiding catheter and it was successfully removed by removing the guiding catheter. After removal, the shaft of the nc voyager was noted to be kinked, and upon preparation of the device for analysis, the kinked shaft broke and separated. Reportedly, the pt is doing fine after the procedure.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.